Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebr1229 showed no other similar product complaint(s) from this lot number.

Event description:
Per bard clinical specialist, the facility reported that during placement of the PICC line, the orange tabs broke off and the sheath detached and lodged in the patient. It was further reported that the in attempt of removing the sheath a cut down was made and was unsuccessful. Reportedly, the use of an angioplasty balloon was able to capture and remove the sheath from the patient.